Manufacturer narrative:
G4:19jan2021. B4:19jan2021. A philips field service engineer replaced the power management board to resolve the issue and the device successfully passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
It was reported to philips that the v60 shut down while on a patient. The device was in use at the time of the event. The patient was moved onto another ventilator with no adverse outcome reported. The device was evaluated by the customer (bio-med) with assistance from a philips remote service engineer (rse). The biomed requested to schedule for the replacement of the power management board. A philips field service engineer (fse) was dispatched to the customer site.